Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for a routine follow up. The atrial lead exhibited a low impedance and noise, the atrial capture was stable. There are no additional plans made other than continued monitoring of the patient.